Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse reprogrammed the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that the customer called to report that the system was not coming up as normal. The robot arms were yellow, console 1 had yellow leds, and console 2 was not illuminating at all. The technical support engineer (tse) reviewed the logs and noted 311 faults on console 1. The tse instructed the customer to disconnect console 1 and power the system back up. After doing so, the system homed without issue. The customer reported event has no report of patient injury.